Event description:
The bravo ph monitoring capsule was not in the area expected when the endoscope was inserted to confirm placement. The physician was unable to determine the reason the bravo ph monitoring capsule did not attach to the esophagus. The bravo ph monitoring capsule was visible in the back of the throat and was retrieved by the physician. Another bravo ph monitoring capsule was prepared and attached to the esophagus. No untoward patient effects.